Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: device details were not provided. Section h4: manufacturing date was not provided. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval.

Event description:
A healthcare facility in texas reported that the tubing of a bc191-05 flexitrunk nasal tubing was torn. There was no reported patient involvement.